Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer stated during equipment testing, it was found that the safety disk was out of range, and loop air leakage occurred in the simulation test. The fse replaced the safety disk and performed functional test according to the factory requirements. The unit was handed back to the customer.

Event description:
It was reported during the equipment inspection, the cs300 intra-aortic balloon pump (iabp) was found to have large deviations in safety disk data (it leaked). There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).